Manufacturer narrative:
Concomitant product(s): product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3 7752, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The patient reported they cannot connect with the recharger or programmer. A reposition antenna screen on the recharger was seen since (B)(6) 2015 and the programmer was not connecting to the implantable neurostimulator (ins) since (B)(6) 2015. The patient has not needed his stimulator in the past couple of weeks because his pain was not bad. On (B)(6) 2015 the manufacturing representative (rep) reported the antenna on the patient's ins had gone out. Upon follow-up, the patient reported they were experiencing their general leg pain as usual. The patient had contacted their physician for a "kick-start." The appointment was on (B)(6) 2015. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information received from the patient reported that the doctor could not kick start and he was still without the spinal cord stimulator (scs). The issue had not been resolved yet.